Event description:
It was reported that two months following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed an infection. The physician attempted several different antibiotic treatments, without success. Subsequently, the physician surgically explanted the system, and the patient is continuing antibiotic therapy for one month prior to a new s-ICD system implant. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. No device issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that two months following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed an infection. The physician attempted several different antibiotic treatments, without success. Subsequently, the physician surgically explanted the system, and the patient is continuing antibiotic therapy for one month prior to a new s-ICD system implant. No additional adverse patient effects were reported. The explanted system was returned for analysis.